Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received calibration errors and went into a thershold suspend state and the sensor glucose readings were 60 mg/dl off from her blood glucose. The customer's blood glucose was 121 mg/dl. The customer stated that he may have forgotten to select start new sensor when he inserted the new sensor and may have selected re-connect old sensor instead. The customer also mentioned that he received a sensor end message after the new sensor had been inserted, which was when all of the issues started. Proper calibration techniques and sensor alarms were discussed with the customer. Nothing further was reported.